Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the system was explanted and replaced due to infection. Related manufacturer reference number: 2938836-2020-02182 and 2938836-2020-02183 and 2938836-2020-02184.

Manufacturer narrative:
Analysis was normal. No anomalies were found.